Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touchscreen display was "glitching¿. Tandem technical support reviewed pictures of the touchscreen and determined the screen protector to be the possible cause of the reported issue, however, the customer declined to remove the screen protector and declined to provide further information. Customer¿s blood glucose was approximately 130 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.